Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the bearing was returned previously opened with no seal present; a single strand of hair-like debris was present on the bearing; and no other damage was observed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). G2: japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the implant was found to be contaminated with hair when opened. This product was not used. Delay in surgery was about 3 minutes. No additional information available for the reported event.